Event description:
The customer reported the device alarmed due to a system error. The manufacturers service technician was able to duplicate the reported problem. Review of the device diagnostic log confirmed, a flash file system error occurrence while the device was operating in normal ventilation mode, which may have resulted in a shutdown. The service technician replaced the cpu board to complete the service. Performance verification testing was completed and passed per operating specifications.